Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-01692. It was reported the patient was not receiving effective therapy. X-ray confirmed that one of the leads had migrated. As a result, the patient underwent surgical intervention wherein one of the leads was explanted and replaced with a new lead. Post procedure effective therapy was restored. Both the leads are reported as it is unknown which lead is liable.